Manufacturer narrative:
(B)(4). Only event year known: 2018. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the bag ripped during removal. There were no patient consequences reported. This is all the details that are known/available regarding the event.